Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: november 11, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found advanced with viscoelastic residue observed throughout the cartridge. The cartridge tip and cartridge were damaged, and stress marks were observed on the cartridge tip. No issues were identified with the lens module, device assembly, or plunger rod advancement. The plunger rod tip was observed to be bent. A piece of cut lens was received coated in viscoelastic residue; no other lens pieces or portion were received. The lens piece was cleaned revealing lens damage and a scratch. No further evaluation was performed. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "difficult to use" was not identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon experienced some discomfort during the implantation of the intraocular lens (iol). A crack in the center of the iol was observed after implantation. The iol was removed and a replacement lens was implanted. No patient injury was reported. No other medical intervention was required. The day after the procedure, the patient had no complications. No further information was provided.